Event description:
It was reported during the implant procedure it was thought that the atrial lead perforated the heart, causing a pericardial effusion. The lead was moved during the procedure to a good implant location. The next day, atrial undersensing was seen but good capture existed. An x-ray revealed pneumothorax. The patient had dialysis therapy the following day and monitoring of the patient revealed atrial tachycardia, atrial undersensing and no ventricular capture in bipolar configuration even at maximum outputs. The device was reprogrammed to unipolar configuration in the ventricle, with low (0.25 volt) capture threshold observed. Follow-up information on the event indicates that the patient's leads tested out normal a few days after the implant. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.